Event description:
A catheter kink or disconnect was reported. The pt experienced a lack of effect. The catheter was replaced. The pt recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump was not reported.